Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported the camera head was not working. The issue occurred during reprocessing. There were no reports of patient involvement.

Event description:
This report is being supplemented to provide additional information based on the approved final investigation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): "if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the camera head and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the camera head to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal when any irregularity is observed." Reference page 37 as per IFU. "Never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage." Reference page 37 as per IFU. Olympus will continue to monitor the field performance of this device.